Event description:
Pt had sentinel node breast biopsy in 2003. Localization wire was retained at that time in pleural cavity. Pt had surgery in 2004 for removal of with wire which migrated into neck. Pt discharged the following day.